Event description:
It was reported that left bundle branch block (lbbb) occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure due to severe aortic valve stenosis. Prior to the procedure, the patient was noted to have a narrow left ventricular outflow tract (lvot) and moderately tortuous and calcified anatomy. At the start of the procedure, the first physician felt resistance when trying to pass the lotus introducer to the right external iliac artery (eia). A second physician tried to insert the lotus introducer again and with only slight resistance, it passed through the eia and into the abdominal aorta. The 23 mm lotus edge valve was then deployed. Asymmetric unsheathing was observed when the biological valve was half deployed, so a partial resheath was performed in accordance with the instructions for use (IFU). The 23 mm lotus edge valve was deployed a second time from a slightly lower position. During deployment, wide qrs was confirmed on the electrocardiogram and lbbb was confirmed. The 23 mm lotus edge valve was then locked without incident and the lotus edge valve delivery system was removed. During removal of the lotus introducer, a perforation was recognized in the right eia. The lotus introducer was immediately re-inserted to try and stop the bleeding. The physician then inserted an occlusion balloon from the left femoral artery into the abdominal aorta. A pull through was created and a stent was placed from the right femoral artery to the eia, with a balloon to follow. The procedure was completed after confirming that hemostasis was obtained via contrast imaging. After the procedure, a blood transfusion was started and the patient was returned to the ward with stable hemodynamics. There were no patient consequences reported.